Manufacturer narrative:
It was reported there was a bulge in the tubing. Received from the customer is one used primary set model 2420-0007 lot unknown. Also received is one pcu device module model 8015lsbdxen9331 serial number (B)(6) . Also received is one lvp pump module model 8100adxen933 serial number (B)(6) . The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The silicone tubing pump segment (p/n 12088541) distal to the upper fitment was slightly misshapen, had a different appearance than the rest of the silicone tubing, and readily kinked and twisted. No other anomalies or evidence of damage were observed upon initial visual inspection. The silicone tubing segment was cut and inspected under magnification; the walls were found to be concentric. Functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Due to the high number of previously investigated complaints for this same failure mode exhibiting the same visual observations and functional testing results of ballooning caused by excess pressure within the silicone tubing segment when the tubing is not clamped per the dfu instructions, further functional testing of events reported for balloon/bulge in the silicone tubing segment is not required. This rationale is supported by instruction dir #(B)(4) cad complaint failure investigation that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. The device logs from the received devices were reviewed and could not confirm if the device initiated the ballooning. The logs do show around the reported incident time there was an occlusion alarm. The infusion does not complete and the user channels off the device. The returned concomitant pump and pcu were routed to service for preventive maintenance/testing before being returned to the customer. Equipment used during testing on 07sep2020: ¿ calipers: eq02784, 19-dec-20. ¿ optical ram-cnc: eq 08204, 5-feb-21. Device history record for model 2420-0007 could not be performed due to no lot number being provided by customer. The customer¿s report of a bulge in the tubing was confirmed by visual inspection of the as-received sample. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. H3 other text : see h10.

Event description:
It was reported that an unspecified number of gem v/nv 20d 1cv 2ss dehp free experienced expanded/ballooned tubing. The following information was provided by the initial reporter: pump/channel alarming for "occlusion". Rn assessed access and tubing, no occlusion noted. Opened channel door, large bulge noted in tubing.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of gem v/nv 20d 1cv 2ss dehp free experienced expanded/ballooned tubing. The following information was provided by the initial reporter: pump/channel alarming for "occlusion". Rn assessed access and tubing, no occlusion noted. Opened channel door, large bulge noted in tubing.